Event description:
It is reported that the surgeon was implanting a bone screw into the acetabulum when the screwdriver appeared to break.

Manufacturer narrative:
This report will be amended when our investigation is complete.